Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp on 2019-jun-03. It was reported that the initial implantation was (B)(6) 2018 and the patient returned to the ed on (B)(6) 2018 with swelling and tenderness along the lumbar incision. Culture of csf from the catheter showed many white blood cells and rare grown cocci. The device was explanted on (B)(6) 2019 (also reported as (B)(6) 2018 and records indicate the date was (B)(6) 2019). Lumbar and abdominal wound cultures had (B)(6). The cause of the infection was not identified. There were no further complications reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial #: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 07-dec-2019, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the patient¿s drug infusion device. The drug being delivered was 2,000 mcg/ml baclofen at an unknown dose. The reason for use was not reported. It was reported that ¿the first pump/catheter was removed some time ago due to infection.¿ there were no environmental/external/patient factors listed. There were no diagnostics/troubleshooting listed. Interventions/actions that were taken to resolve the issue included pump and catheter explant. The product would not be returned to the manufacturer. The customer was not notified that the product should be returned because the rep was not aware of the explant. The issue was resolved at the time of the report and the patient status was listed as ¿alive ¿ no injury.¿ there were no further complications reported/anticipated.